Manufacturer narrative:
Technician found bad head gas spring. He replaced spring head of stretcher to resolve. No reported injuries.

Event description:
Technician alleged head of stretcher will not go down when release bar is pulled.